Event description:
It was reported that the patient presented for follow up with a nonfunctioning right ventricular lead. The lead was capped on (B)(6) 2021 and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead exhibited failure to capture.